Event description:
It was reported that after the atrial lead was connected, the device started to pick noise and mode switch as well as showed sir. The noise was reproduced by moving the lead. The device was not used.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the device displayed normal characteristics. No anomaly found.